Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient experienced congestion due to rapid fluid retention. Cardiac catheterization was performed. Central static pulse pressure was 8 millimeters of mercury (mmhg). Pulmonary artery (pa) systolic pressure was 34 mmhg. Pulmonary artery (pa) diastolic pressure was 11 mmhg. Pulmonary wedge pressure (pcw) was 15 mmhg. Cardiac output was 4.8 liters per minute.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: a direct correlation between the heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. It was reported that the patient experienced congestion due to rapid fluid retention. Cardiac catheterization was performed. Central static pulse pressure was 8 mmhg. Pulmonary artery (pa) systolic pressure was 34 mmhg. Pa diastolic pressure was 11 mmhg. Pulmonary wedge pressure was 15 mmhg. Cardiac output was 4.8 liters per minute. The hospital was contacted for the information and will not provide any additional information related to the event. The patient remains ongoing on the hm 3 lvas, serial number (B)(6), with no further issues reported at this time. No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU), rev. A, is currently available. The IFU lists adverse events that may be associated with the use of the hm 3 lvas. No further information was provided. The manufacturer is closing the file on this event.